Manufacturer narrative:
A sample device was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information was requested and received. There are two medical device reports associated with this event. This report is for the left eye. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, a patient experienced decreased vision and sub-surface nano-glistenings (ssng) were observed on the lens. The doctor reported that although ssng were observed, it was not very severe. A fundus examination was carried out that indicated no additional problems were seen. The doctor reported the cause of the patient's decreased vision was unknown. The patient was depressed due to their decreased vision. In a follow up, the doctor reported the patient's vision had improved. The doctor stated there is a high possibility that it took time for the patient's vision to improve after a yag procedure was performed, and there is no longer a doubt on the iol.

Manufacturer narrative:
The product was not returned. The provided photo and video were reviewed by global device medical safety - gdms: the picture attached to the file does not have landmarks or references to perform a medical/clinical assessment. Thus a photo assessment can not be completed. The attached video shows a whitening of the anterior capsule remnant. Lens haze can also be observed, apparently resulting from small scattering artifacts in the iol. The scattering artifacts appear to be located on the anterior surface of the iol, however the exact location cannot be determined. In addition, there are vitreous condensations observed. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Provided by gdms: the observations from the video evaluation may be compatible with: anterior capsule opacification, subsurface nanoglistening, probable posterior vitreous detachment. The clinical impact (i.e., decreased va) of the described observations cannot be determined from the video assessment. It was provided that the surgeon believes there is a high possibility that it took time to improve va after yag treatment, and in the later examination the va had gone up to about 1.0 (20/20). The surgeon no longer has doubts about the iol. The manufacturer internal reference number is: (B)(4).